Manufacturer narrative:
This report is being submitted to document the root cause investigation of the event. Hre-2024-000001 was conducted and the resulting risk was determined to be n/a. Users use the ctar and follicle measurements within a clinical workflow to see an overall anatomical structure's shape and predict an overall area or size. A transfer of multiple values for ctar or follicle measurements is unlikely to occur as the collection of either the area or size of the targeted anatomical structures are not considered to have variability of significance. Should variability between system and dicom reports occur, an inconsistency between measurements is further highly unlikely to result in a potential misdiagnosis as the interpreting operator would consider multiple factors to assess the clinical condition further when indicated. Implementing a design correction to either or both ctar and follicle measurements would be considered an enhancement. This report will be supplemented if additional information is received. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed.reference# (B)(4).

Event description:
During an siemens ultrasound internal investigation, it was found that when measure follicle/ctar label and min or max value are selected in the in method type, the structured report (sr) report did not display max values as system report page. Instead of the max values, the last values were displayed. There was no patient involved during this event.